Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthtech to report an error message in simulation mode. The customer did not provide the specific error message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199 is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.